Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a device system was explanted due to (B)(6) infection. The reporter stated that infection onset occurred on (B)(6) 2013 and symptoms included spinal incision drainage. It was noted that the patient had had an organ transplant and was susceptible to infections. It was reported that the patient suffered no injury or adverse event. No further information was reported.

Manufacturer narrative:
(B)(4).